Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint for the 6mm needle driver moved backwards. Failure analysis found the primary finding of the broken snake wrist cable at the distal end. The broken cable caused the instrument to lose intuitive motion functionality. Common causes of the failure mode for broken - distal instrument snake wrist cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) not reported by site were visual inspection of the distal end also found the joggle tube to be bent where the female disk connects. The root cause for the bent joggle tube is attributed to the user. Event verification: per log review, the following was confirmed: 6mm needle driver (430006-52/s10200624 0003) was last used on 10/13/2022 via system sp0096 with 9 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the 6mm needle driver moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 6mm needle driver moved backwards. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the surgeon experienced the 6mm needle driver was moving backwards during the procedure. No other information was attached to the instrument when given to her.